Event description:
It was reported that, an 840 ventilator had a touch screen contaminated with liquid. The ventilator was not in use on a patient at the time the malfunction occurred. The service engineer (se) inspected the device and replaced the graphical user interface (gui) touch frame printed circuit board (pcb). The unit passed all testing and operated within the manufacturing specifications.